Event description:
The event occurred in china. It was reported that during operation, the hl20 main pump stopped pumping for 4 seconds. After those 4 seconds, the pump automatically returned to normal pump. Later, the main pump was switched to the suction pump position and there was no malfunction again. No harm to any person has been reported. According to the hospital personnel which was involved, the error message: runaway occurred. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. Due to an unintentional pump stop and medical intervention a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that during operation, the hl20 main pump stopped pumping for 4 seconds. After those 4 seconds, the pump automatically returned to normal pump. Later, the main pump was switched to the suction pump position and there was no malfunction again. No harm to any person has been reported. According to the hospital personnel which was involved, the error message: runaway occurred. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. According to the ssu (sales and service unit), the customer confirmed not to order any investigation and repair of the device by getinge. The getinge field service technician (fst) contacted the hospitals perfusionist three times and the perfusionist confirmed each time that the equipment is working fine and there are no malfunctions. The most probable root cause can be linked to hl20 risk assessment: (total) fail of device because of: - failure of motor, motor controller or control circuitry, - failure of pump control board (pump stop), - pump on/off defective, - defective tacho, relay or pump belt, - user error. According to the hl20 instruction for use chapter 2.2.4 general precautionary measures during use the user has to avoid extreme and sudden changes in the flow rate, especially during pulsatile pumping. This can lead to a run-away error. The review of the non-conformities has been performed on 2025-07-08 for the period of 2022-10-06 to 2025-07-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-10-06. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: runaway with pump stop during patient treatment" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043267.